Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the patient had a new lead implanted today. The lead was connected to the existing implantable neurostimulator (ins). Procedure was performed successfully with no adverse events. Patient was awake, alert, and moving their lower extremities well in the post anesthesia care unit.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 02-may-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant the patient had a fall and experienced lower extremity weakness and walking difficulty, including immobility, loss of balance, and inability to get out of bed. Magnetic resonance imaging (MRI) was performed and identified an epidural hematoma near the paddle lead. The patient was taken to the operating room for additional surgical intervention, where the paddle lead was explanted. The rep noted the lead was cut. The implantable neurostimulator remains implanted with the possibility of future paddle lead implantation. After the surgery, the patient's lower extremity weakness resolved, ambulation was without difficulty, and incisions were well healed. The manufacturer representative (rep) indicated they would send any further information as they become aware.